Event description:
A device was used during a low anterior resection. The device fired an incomplete staple line. The surgeon noted that they may have fired the device incorrectly. Hand suture was used to complete the case. There were no consequences to the patient.